Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that this reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted occupation - warehouse worker the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an angio-seal device without the temperature indicator label on the package and that they could not find the missing indicator label in the box.